Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from clinical study via manufacturer representative stating the adverse event term has been updated to worsening back pain. No allegation associated with setscrew. No further complications reported.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID (B)(4), study ID (B)(6) and sub event 12. It was reported that, patient presented to ER on (B)(6) 2026 with worsening back pain; l2 screw loosening seen on computed tomography. Computed tomography without contrast was performed on (B)(6) 2026. Result of scan shows loosening of l2 screws, hardware and graft l2-3 appear 7mm proud to anterior cortex of l2 and l3. Degenerative changes of lumbar spine. Site seriousness assessment: severe. (There was patient hospitalization and medical/surgical intervention performed). Site related assessment: adverse event was not related to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and possible related to procedure (tlif). The levels treated during index surgery were l4-l5 and l5-s1. On (B)(6) 2025, patient underwent revision surgery and the levels l2-l3, l3-l4, l4-l5, l5-s1. The index study surgery was performed on (B)(6) 2024. Patient underwent another revision on (B)(6) 2026 which was posterior t10 to l4 arthrodesis in which loosened screw and cage were explanted. The reason for performing the explantation was poor bone quality. Additional surgery was causally related to posterio supplemental fixation system and the procedure. There were no further complications reported regarding the event.